Manufacturer narrative:
Additional information was received november 10, 2015. The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 25, 2015. (B)(4).

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user developed peristomal redness under the wafer and surrounding tape collar with severe itching. The redness under the wafer is a deeper red than the redness under the tape collar. Further, the patient's fingers have a similar redness to the entire finger. The patient sought medical treatment on (B)(6) 2014 and was initially prescribed hydrocortisone cream and was directed to apply the cream to the reddened peristomal skin. With no marked improvement, the patient sought additional medical treatment approximately one week later. The physician has since prescribed an oral antibiotic and a topical steroid to treat the affected skin. No further information was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient / event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).